Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, an intermittent audio output was reported. The patient stated their blood glucose dropped below 50 mg/dl and the receiver did not alert. The patient fell and scraped and bruised her arms. The patient¿s daughter called emergency medical technician¿s (emts) and when they arrived, they administered the patient with glucose to bring her blood sugar levels up. At the time of contact, the patient was in stable condition. No additional patient or event information is available. The device has been received for evaluation. A follow-up report will be submitted once the evaluation is complete.

Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. An exterior physical visual inspection was performed, and no defects were found. The receiver was charged and rebooted successfully. A review of the downloaded receiver log found that the receiver perceived no/intermittent audio due to screen wake-up during the time of event. Functional testing was performed, the test passed. A try it test was performed, and the test passed. The receiver was tested on the global receiver communication tool and the test passed. The receiver case was opened for further evaluation. An interior inspection was performed, and the inspection passed. The resistance of the speaker was measured, and the resistance was within specification. The confirmation of allegation could not be confirmed. A probable cause could not be determined.